Manufacturer narrative:
The sample was received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).

Event description:
The facility purchasing agent reported that the illuminator was noted by the surgeon as being dim. The illuminator was exchanged and the case was completed. No patient injury was reported.